Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported failure could not be duplicated, and device logs showed no activity on the reported date or evidence of the described fault. Stress testing and calibration were performed and found no issues. The device was recertified and returned to the customer. No trend is associated with reports of this type.